Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) connected to the server and checked the adt (admit, discharge and transfer) messages. The tss shared the knowledge article "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" for customer reference to resolve the issue. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was displayed as discharged, although the patient was actually still admitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.